Event description:
The user facility reported that just as the pt was being placed onto bypass, the perfusionist initiated a sweep of gas to check the performance of the oxygenator and a mixture of priming fluid and blood leaked out of the gas port. When the gas sweep was stopped, the leak stopped, as well. Some blood from the suction line was in the cardiotomy reservoir. It was decided to change-out the oxygenator for another unit. The change-out was reportedly completed without complication for the pt.